Event description:
A home pt contacted baxter's tech svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 2/4 of their automated peritoneal dialysis therapy. Per the initial report, a supply bag became disconnected from the supply line of the homechoice set during therapy. Baxter's tech svc ctr assisted the home pt in ending therapy early. Per the home pt's nurse, no pt injury or medical intervention was associated with this incident.